Event description:
It was reported that during an unknown procedure, the device was defective and would not work. No further info is available. No pt consequence reported.

Manufacturer narrative:
The er320 analysis results confirmed that the jaws had become yielded, however, the device was fired and the clips were formed as intended. Each device is visually inspected and funtionally tested prior to shipment and damage of this magnitude would have have been detected during this inspection and testing. Although it is not possible to conclude how the circumstances occurred, it is know from the history of the instrument that when the jaws close on a hard project (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimension/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.